Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the device was explanted because it did not work. The patient continued to have foot pain even with the stimulator and so decided to have the system removed. If additional information is received a follow-up report will be sent.